Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of approximately 17 months, it was reported that the patient suffered from dyspnea, edema and exertion, a break of the lead was seen. Pericardial effusion was observed. The patient was hospitalized.